Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (42-46 mg/dl) due to the pump¿s basal rate settings needing adjustment. Customer consumed glucose tablets to address the low bg level. Reportedly, the customer consulted with a healthcare provider regarding settings adjustments.